Manufacturer narrative:
(B)(4). Unknown bf head cat#ni lot#ni. Unknown bf stem cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00503.

Event description:
It has been reported that a patient underwent a total shoulder arthroplasty on an unknown date. The patient has no rotator cuff left and is constantly dislocating. The surgeon would like to do a reverse on a bf shoulder stem. Unfortunately the stem is cemented and can not come out as there will be no humerus left. The surgeon would like a custom comprehensive reverse baseplate that will accept the post on the bf shoulder. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.